Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient needs to have an unr elated MRI but noted that they have not had their device on for a couple of years. They tried recharging it about 2 years ago, but were unable to. They were told the device would need to be in MRI mode in order to have one so they want to be able to charge it. They had the device turned off because it made them move more than be still, ease with the pain, and it was uncomfortable. The patient just wants the device taken out, so they were redirected to follow up with their healthcare professional (hcp) to have the device checked. The patient¿s therapy complaint has been since implant. Additional information was received. An overdischarge (od) was reported. Rep reported that they were able to get the patient out of od, but did not clear the power-on-reset (por) since patient was too impatient to charge long enough for rep to clear the por. Patient will follow-up with rep. It was reported patient has not charged in 3 years. Additional information was received from a manufacture representative (rep) on 2017-dec-08. The rep stated that the patient was busy, and it slipped their mind, so they were not maintaining their charging. The rep indicated that the cause of the power on reset (por) was due to the patient being overdischarged. The por was resolved. Additional information was reported that the patient's ins isn't functioning and they can't charge it. The caller stated the patient reported it has been like this for five years. The patient stated the unit was not kept charged, and would not charge. The patient stated the device never did charge, and doesn't come on. The patient stated she doesn't have stimulation either. The patient stated the manufacturing representative (rep) tried to jumpstart her unit four years ago, however, they couldn¿t get the unit working again.